Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a symptomatic patient presented in the emergency room, low impedance and sudden loss of capture were observed on the rv lead. Insulation anomaly and high capture threshold were also noted. The lead was capped and replaced on (B)(6) 2019. Patient's condition was stable.

Event description:
New information received stated that clavicular crush was suspect.